Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product. Labeling.

Event description:
Company representative reported left side "rupture". The device remains implanted.